Manufacturer narrative:
I twas reported the switch emitted sparks. Upon examination we found: pad shows signs of user home repair. User replaced plug. Cord was cut and stripped around the switch. Pad well beyond expected life. Because of these things we were unable to determine the cause of spark reported by customer.

Event description:
Customer called and reported the switch sparked in his hand.